Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg stopped functioning. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The u2-application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.57 volts. The device exhibited excessive sleep current leakage. A hot spot was observed on the component. The impedance between vh and ground was low. Visual inspection revealed burn marks on the top case of the device; this suggest that electro cautery was used.

Event description:
A report was received that following a lead revision procedure the patient's ipg stopped functioning. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)